Event description:
It was reported that revision surgery had been scheduled due to metallosis.

Manufacturer narrative:
[(B)(4)].

Event description:
Only metal acetabular liner, hemi head and modular sleeve were revised while the other components remained implanted.